Event description:
Pt reported that the device has generated results of 700 - 800 mg/dl. The device's numeric reading range is 10 - 600 mg/dl. No pt injury was reported. While on the line with technical support, pt was unable to locate any valves > 236 mg/dl in the device's memory. Technical support requested the return of the suspect product and replacement product was shipped.